Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported , while in patient use an"xl" alarm error on the display and the ventilator device would interrupt ventilation to the patient. No patient harm or injury reported. The patient was removed from the device and placed on an alternate ventilator.

Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse found the device with a missing flow sensor and valve body. The fse used spare components in order to cycle the device on and was not able to duplicate the reported device behavior. The fse did not find any assembly failure therefore, no component root cause investigation will be performed. The operational verification procedure was performed and passed. Having met manufacture specifications the device was returned for use.